Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/worsening pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("swelling in her pelvic area"), allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and skin swelling and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight decreased ("significant weight loss"). The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, weight decreased, abdominal distension and allergy to metals had resolved. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 patient followed up her doctor and reported that she was in ¿excellent health today with no complaints". Diagnostic results: on (B)(6) 2017, transvaginal ultrasound was performed assessing: severe dyspareunia and chronic pain secondary to essure procedure on (B)(6) 2017 the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and essure, event "worsening abnormal bleeding" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/worsening pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("swelling in her pelvic area"), allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and skin swelling and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight decreased ("significant weight loss"). The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, weight decreased, abdominal distension and allergy to metals had resolved. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: on 06-mar-2017 patient followed up her doctor and reported that she was in ¿excellent health today with no complaints". Diagnostic results: on 08-feb-2017, transvaginal ultrasound was performed assessing: severe dyspareunia and chronic pain secondary to essure procedure on 27-feb-2017 the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/worsening pain') in a 34-year-old female patient who had essure (batch no. A69838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fitz-hugh-curtis syndrome. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("swelling in her pelvic area"), allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and skin swelling and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight decreased ("significant weight loss"). The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, heavy menstrual bleeding, dyspareunia, abdominal pain, weight decreased, abdominal distension and allergy to metals had resolved. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 patient followed up her doctor and reported that she was in ¿excellent health today with no complaints". Left: 3 coils , right: 4 coils diagnostic results: on (B)(6) 2017, transvaginal ultrasound was performed assessing: severe dyspareunia and chronic pain secondary to essure procedure on (B)(6) 2017 the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Concerning the injuries reported in this case, the following were confirmed in medical records: dyspareunia - non-psychognic most recent follow-up information incorporated above includes: on 13-jul-2021: mr received : reporter information , date of birth ,other relevant history, lot number added, and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/worsening pain') in a 34-year-old female patient who had essure (batch no. A69838-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fitz-hugh-curtis syndrome. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("swelling in her pelvic area"), allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and skin swelling and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight decreased ("significant weight loss"). The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, heavy menstrual bleeding, dyspareunia, abdominal pain, weight decreased, abdominal distension and allergy to metals had resolved. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017 patient followed up her doctor and reported that she was in ¿excellent health today with no complaints". Left: 3 coils , right: 4 coils diagnostic results: on (B)(6) 2017, transvaginal ultrasound was performed assessing: severe dyspareunia and chronic pain secondary to essure procedure on (B)(6) 2017 the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Concerning the injuries reported in this case, the following were confirmed in medical records: dyspareunia - non-psychognic. Lot number reported a69838 is not valid. Most recent follow-up information incorporated above includes: on 16-jul-2021: update of information (batch is not valid) we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/worsening pain') in a 34-year-old female patient who had essure (batch no. A69838-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fitz-hugh-curtis syndrome. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), abdominal distension ("swelling in her pelvic area"), allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and skin swelling, genital haemorrhage ("worsening abnormal bleeding"), tooth fracture ("they are breaking") and dental caries ("rotting out") and was found to have weight decreased ("significant weight loss"). The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, heavy menstrual bleeding, dyspareunia, abdominal pain, weight decreased, abdominal distension and allergy to metals had resolved. At the time of the report, the genital haemorrhage, tooth fracture and dental caries outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dental caries, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, tooth fracture and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2017 patient followed up her doctor and reported that she was in ¿excellent health today with no complaints". Left: 3 coils , right: 4 coils. Diagnostic results: on (B)(6) 2017, transvaginal ultrasound was performed assessing: severe dyspareunia and chronic pain secondary to essure procedure on (B)(6) 2017 the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Concerning the injuries reported in this case, the following were confirmed in medical records: dyspareunia - non-psychognic lot number reported a69838 is not valid. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New events added: they are breaking, rotting out. Reporters were added. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rash, itching and swelling nos. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. In 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), weight decreased ("weight loss"), abdominal mass ("swelling in her pelvic area") and allergy to metals ("unable to wear costume jewelry, which often contains nickel because it causes her skin to break out in rash, with itching and swelling at the site of contact") with rash, pruritus and swelling. The patient was treated with surgery (performed a laparoscopic removal of the essure devices). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, weight decreased, abdominal mass and allergy to metals had resolved. The reporter considered abdominal mass, abdominal pain, allergy to metals, dyspareunia, menorrhagia, pelvic pain and weight decreased to be related to essure. Diagnostic results: on (B)(6) 2017, transvaginal ultrasound was performed the pathology report indicates that both devices, having been elongated, were removed. There was soft tissue removed with the coils, which showed scaring, hemosiderin and focal calcification. Most recent follow-up information incorporated above includes: on 20-nov-2017: correction done on 20-nov-2017, following company internal review. The event swelling in her pelvic area was recoded to meddra llt abdominal mass. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.